Event description:
Evd/csf -the customer was checking an icp, and the stopcock snapped off. They didn't try to force it but noticed that the stopcock on the natus drain becomes increasingly harder to turn every day they are used. They turned it with normal force and it fell right off. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The affected part number, UDI and lot to be confirmed. No related capas. Per (B)(4) rev 09 risk analysis spreadsheet, hazard ID 5.12 cause - stopcocks: broken, cracked/fractured luer fitting. Effect (harm)- delay in patient treatment, csf leakage and over drainage of csf residual risk - medium. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Section b5, d4 now includes the affected part number and UDI. The lot number was not provided by the customer. Complaint history review/trend analysis: (24 months review and percent of sales) 5 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation. Customer provided images of device, however without the device it is impossible to determine root cause of failure. Confirmed by image only / stopcock breakage during use. Failure mode: no device returned - unable to determine.

Event description:
Part nt821731c -the customer was checking an icp, and the stopcock snapped off. They didn't try to force it, but noticed that the stopcock on the natus drain becomes increasingly harder to turn every day they are used. They turned it with normal force and it fell right off. No injuries.